Manufacturer narrative:
This report is submitted on may 21, 2018, (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced a loss of osseointegration. Subsequently, the patient was reimplanted with another device on (B)(6) 2018.